Manufacturer narrative:
This MDR was generated under protocol b10009704 as a result of warning letter cms#: 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the bottom case cracked by the front left (physical impact). Cracked right and left plunger cases by the screw, minor scratches on top case rear and device was dirty. During visual inspection and power up self testing, the reported problems were duplicated. The root cause of the reported issues were found to be physical impact and the battery is worn; the battery is over eight years old. Replaced bottom and right plunger cases and main battery pack. No product information has been provided to date.

Event description:
It was reported that there was a cosmetic repairs calibration and battery fails to charge. No patient injury was reported.